Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The infusion set fell off during use. The set was in use for 2 days. The blood glucose level was displayed as high and was treated with correction bolus via pump. The blood glucose issue resolved within 1-2 hours. No further information available.